Event description:
At approx 10:00am an infusion of "herceptin" was started. 295ml were hung in a 250ml bag with a b. Braun cc3482 IV set. The pump was set to deliver at a rate of 560ml/hr for a limit of 350ml and total volume of 295ml at 10:40am the pump alarmed and the rn noted the IV tubing full of air. The pt was transported to the hosp and hospitalized overnight with an alleged air embolism. The pump was removed from service and it was sent for eval. Reported the pump to be working as expected and was found to be detecting air.